Manufacturer narrative:
Initial 1 of 4. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced adhesive issues, resulting in four infusion sets falling off during use after 1 hour of wear on (B)(6) 2026. The patient was out of supplies and was using mdi.